Manufacturer narrative:
The cartridge was not received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 02 aug 2025 from the caregiver of a 54-year-old male patient with a medical history including end stage renal disease, who stated an unspecified amount of blood was observed leaking from the cartridge during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 04 aug 2025 from the home therapy nurse (htn) who stated the patient experienced chills and had blood cultures (nos) drawn with one gram vancomycin and 40mg gentamicin administered prophylactically (routes not specified). No additional information regarding the event was provided.